Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2010 and miniarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy and anterior colporrhaphy due to urinary retention, stage iii cystocele, and bilateral paravaginal defects. It was reported that patient underwent miniarc midurethral sling implantation & cystoscopy due to sui on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary retention and stress urinary incontinence.